Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument would not disengage from the tissue. No further information was provided. Intuitive surgical, inc. (Isi) was unable to perform follow-up attempts to obtain additional information since this report was from a blind study/survey. Therefore, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the reported instrument not disengaging from the tissue remains unclear. As of the date of this report, the instrument has not been received for evaluation. Therefore, the root cause of the customer reported failure could not be determined. A follow up medical device report (MDR) will be submitted if additional information is received. No image nor procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: during a da vinci-assisted surgical procedure, the instrument would not disengage from the tissue. Medical intervention may be required in the event that the instrument fails to release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping/inability to release tissue event to occur. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.